Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor scan of 77 mg/dl and subsequently lost consciousness, requiring treatment of glucagon injection by mother and third-party. The customer was taken to the hospital and received IV glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.